Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0295086, medical device expiration date: 2025-10-31, device manufacture date: 2020-10-21, medical device lot #: 0295087, medical device expiration date: 2025-10-31, device manufacture date: 2020-10-21. Investigation summary: no physical samples were received; the investigation was performed based on the video provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and four non-conformance's were raised in association with this type of event for this lot. The complaint could not be confirmed hence the root cause is undetermined. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time."

Event description:
It was reported that a syringe 0.5ml 31g tw 6mm bls 400 sg had scale marking issues before use. The following was reported by the initial reporter: "it was reported that the scale on the safetyglide insulin syringe was printed on the barrel at an angle. Verbatim: the scale on a 328447 safetyglide insulin syringe is printed on barrel at an angle".